Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0jq6q, implanted: 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider for a clinical study reported a urinary tract infection (uti). Laboratory testing and urinalysis was performed on (B)(6) 2016. Culture showed positive for infection so medications were administered on (B)(6) 2016 and the event resolved without sequelae on (B)(6) 2016. Symptoms included "burning." The uti was not related to the procedure but was "unlikely related" to the device or therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported two uti events were entered since implant and chronic utis was indicated on the baseline medical history form. The first uti also led to administration of medication and had abnormal test results, noting moderate leukocyte esterase and blood in urine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.